Manufacturer narrative:
No report of patient involvement. (B)(4). (B)(6). The distributor performed a checkout of the system and confirmed the reported issue. The power management board (pmb) was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the unit was showing "internal failure system may shutdown' error on display. There was no reported patient involvement.